Event description:
It was reported that the bd safetyglide¿ needle was loose during installation. The following information was provided by the initial reporter, translated from chinese to english: "needle - loose during installation."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/7/2021. H.6. Investigation: one clear plastic package was received. The package contained two customer¿s syringes labeled ¿fulvestrant injection¿ and two loose safetyglide needles with opened packages from batch #9207686 (p/n 305917). The needle ears were observed to have diagonal linear damage. The damage appeared to be consistent with the effects of cross threading of the needle hubs with the luer lock threads. No manufacturing defects were observed on the samples received. At least one of the customer¿s syringes was observed to have its red tip cap cross threaded with the luer collar as well. Additionally, both luer fittings were found to have a vertical crack going down the side wall indicating improper threading of the needle or fitting. The defect could not be confirmed to have originated at the manufacturing plant, therefore corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was loose during installation. The following information was provided by the initial reporter, translated from chinese to english: "needle - loose during installation".